Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged the alarm 20 load issue was verified, but the inaccurate insulin gauge issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer reloaded a cartridge to resolve the issue. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose was 170 - 176 mg/dl.